Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.50 x 16mm synergy ii stent was advanced but failed to pass through the watchdog hemostasis valve. The device was removed and it was noted that the edge of the stent struts were bent. The procedure was completed with another 2.50 x 16mm synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. The distal stent struts were pulled in a distal direction over the distal markerband. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.50 x 16mm synergy ii stent was advanced but failed to pass through the watchdog hemostasis valve. The device was removed and it was noted that the edge of the stent struts were bent. The procedure was completed with another 2.50 x 16mm synergy ii stent. No patient complications were reported.